Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during the patient's scs ipg replacement surgery on (B)(6) 2014 (reference MFR report #1627487-2014-08269 and 1627487-2014-08270) the patient's physician also implanted an additional scs lead to provide more stimulation coverage for the patient's original pain. The patient reportedly has effective stimulation coverage postoperative.